Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they need to adjust their stimulator because the therapy is not working for them. Caller stated that they are needing help connecting to the handset. Patient stated they don't know what they are doing wrong but they can't get it to work. Agent walked patient through how to connect with their implant and patient was able to successfully connect. Patient increased stimulation on the call and confirmed feeling stimulation comfortably. Agent reviewed therapy information and general programming guidance with patient. Patient mentioned this is the 3rd time they have adjusted their stimulation since being implanted in april. Patient reported they feel like they should get a better result than that. Patient said it's great at first when they adjust it but then 2-3 weeks later they are starting to get urgency and their bladder isn't emptying like it should. The caller also mentioned an issue with leaking. The patient confirmed their symptoms are still at least 50% controlled but stated it's getting like before. The patient also stated if they do not go to the bathroom right away, then they are leaking. The caller stated that they had to run some errands and went to the restroom before they left, and when they came back within an hour they were wet by the time they got in the house. Reviewed stimulation expectations. The patient will maintain stimulation level and will continue to track symptoms. .

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they had retention prior to having the device, and their retention has not worsened. They have to adjust the device about every two weeks. They also stated that catheterization was not your standard of care.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
*This event is no longer a reportable event. MDR decision updated to nor reportable .no additional supplemental mdrs are required unless additional information received makes the event reportable*.